Manufacturer narrative:
The sheath was returned to edwards for evaluation. Visual inspection revealed a radial tear at the distal tip and stretching at the location of the tear. Dimensional measurements could not be taken, and functional testing could not be performed due to the condition of the returned device (expanded shaft, as intended and torn tip); however, it was determined during engineering evaluation that the tip tear is related to a previously identified manufacturing issue where the sheath distal tip was insufficiently scored. Due to the confirmed manufacturing non-conformance, a CAPA was opened to investigate and implement any necessary corrective and preventative actions. As part of the corrective actions, the tip scoring procedure was updated to provide additional clarification to the process. This complaint device was manufactured prior to implementation of corrective actions. Additionally, per the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels, which may require intervention, are known potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 7.0mm. In this case, the patient¿s access vessel mld was adequate at 7.8mm. The vessel had mild calcification and mild tortuosity. Per the reporter, it is unknown if the vessel injury occurred from the perclose device or was related to the damaged tip of the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of complaint history for may 2015 reveals that the occurrence rate does not exceed the control limits for this failure mode. In addition, a lot history for this work order revealed no other complaints for this issue.

Event description:
After removal of the 16f esheath, and during closure with the perclose, bleeding was encountered. The vessel was ballooned and a covered viabahn stent was placed. During the procedure, there was no insertion difficulty with the sheath or the delivery system. The valve deployed successfully and there was no difficulty removing the delivery system or sheath. When the sheath was removed the tip was torn. Per report, it looked like the tip was ¿sheared by the wire.¿ the patient¿s minimum luminal diameter (mld) was 7.8 in the external iliac artery, and there was mild calcification and mild tortuosity. The team was not sure if the tip damage caused the injury to the vessel or if it was the perclose devices. The patient left in stable condition.

Manufacturer narrative:
The device will be returned and evaluated by edwards. The investigation is ongoing.